Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No belt clip assembly received with pump. Unable to verify belt clip anomaly. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. No glue like substance noted around window display noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell off belt clip and caused damage to insulin pump. Customer reported that glue was coming from around display screen. Customer's blood glucose was unknown. Customer reported to have been hospitalized due to diabetic ketoacidosis. Customer was advised that insulin pump would need to be replaced.